Event description:
The parent reported that the patient was taken to their pediatrician on (B)(6) 2025 because her omnipod site became infected. The visit lasted 45 minutes, and she was discharged the same day. The diagnosis was an infection, and treatment included lancing the site, using a warm compress, and prescribing antibiotics. The parent stated that she prepares the site with alcohol and removes the pod gently. She successfully resumed treatment after the incident. The pod lot and sequence numbers were unavailable as the pod was disposed of, and the child was at school during the call. The pod was worn between 24 and 36 hours on the arm.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.